Manufacturer narrative:
The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm the clinical observation. This device is indicated for the mitral position. A review of the instructions for use was conducted and deemed to be adequate. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, this 31mm bioprosthetic valve implanted in the tricuspid position was explanted after an implant duration of approximately 1 year and 4 months due to unknown reasons. The explanted device was replaced with a 29mm bioprosthetic valve. Attempts have been made to obtain additional information on the event. Should new information be received, a supplemental will be filed.

Event description:
It was reported to edwards on a later date that this bioprosthetic valve was explanted due to endocarditis. The surgeon did not attribute the event to the edwards device.